Event description:
It was reported that the patient experienced bradycardia and pre-syncope. The implantable pulse generator (ipg) was pacing below the lower programmed rate. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.